Event description:
It was reported that the footend lift was stuck in an elevated position due to motor malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow up submitting for serial no - (B)(4).

Manufacturer narrative:
Conclusion: customer repaired and returned unit.

Event description:
It was reported that the footend lift was stuck in an elevated position due to motor malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.